Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported the patient's blood glucose (bg) level rose to 442 mg/dl while wearing the pod between 4 and 24 hours. Patient reported that despite administering boluses, bg levels remained high over the course of 4-5 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Patient also reported slight bruising at the site. As treatment, a new pod was applied and a bolus (approximately 10 units) was administered.